Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient hadn't made any appointment with their physician yet. The patient's weight was updated. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they can¿t get any stimulation going on. The patient reported that they have not had stimulation since the night prior to the report. It was reported a "charge the battery" warning message was indicated.